Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a small wire device within the right lower quadrant small bowel within the mesentery, probably dislodged from the fallopian tube without surrounding inflammatory reaction/misplaced essure device'), device expulsion ('migration of essure device location of device: uterus') and salpingitis ('chronic salpingitis') in a 45-year-old female patient who had essure (batch no. A45111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with nova sure and bilateral essure placement". The patient's medical history included endometrial ablation on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2013 and right lower quadrant pain. Concurrent conditions included abdominal pain, oophoritis and abdominal pain. Concomitant products included ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /hypermenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy unilateral salpingectomy - left side,unilateral salpingectomy ¿ partial right side). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, salpingitis, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about hsg test: plaintiff did not underwent an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was reported via medical records: salpingitis, device dislocation. Lot number: a45111 manufacture date: 2012-08 expiration date: 2015-08 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 1-jul-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('a small wire device within the right lower quadrant small bowel within the mesentery, probably dislodged from the fallopian tube without surrounding inflammatory reaction/misplaced essure device,'), device expulsion ('migration of essure device location of device: uterus') and salpingitis ('chronic salpingitis') in a 45-year-old female patient who had essure (batch no. A45111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with nova sure and bilateral essure placement". The patient's medical history included endometrial ablation on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2013 and right lower quadrant pain. Concurrent conditions included abdominal pain, oophoritis and abdominal pain. Concomitant products included ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /hypermenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and laparoscopy unilateral salpingectomy - left side,unilateral salpingectomy ¿ partial right side). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, device expulsion, salpingitis, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, pelvic pain, salpingitis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about hsg test: plaintiff did not underwent an essure confirmation test. Patient receive treatment for pain, psych injury problem,migration,perforatin, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: plaintiff fact sheet revived- new event uterine perforation was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('a small wire device within the right lower quadrant small bowel within the mesentery, probably dislodged from the fallopian tube without surrounding inflammatory reaction/misplaced essure device,'), device expulsion ('migration of essure device location of device: uterus') and salpingitis ('chronic salpingitis') in a 45-year-old female patient who had essure (batch no. A45111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with nova sure and bilateral essure placement". The patient's medical history included endometrial ablation on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2013 and right lower quadrant pain. Concurrent conditions included abdominal pain, oophoritis and abdominal pain. Concomitant products included ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /hypermenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and laparoscopy unilateral salpingectomy - left side,unilateral salpingectomy ¿ partial right side). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, device expulsion, salpingitis, depression and anxiety outcome was unknown and the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, pelvic pain, salpingitis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about hsg test: plaintiff did not underwent an essure confirmation test. Patient receive treatment for pain, psych injury problem,migration,perforatin, diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 24-aug-2020: extension of expected date of next report. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of uterine perforation ('uterine perforation'), device dislocation ('a small wire device within the right lower quadrant, small bowel within the mesentery, probably dislodged from the fallopian tube, without surrounding inflammatory reaction/misplaced essure device'), device expulsion ('migration of essure device, location of device: uterus') and salpingitis ('chronic salpingitis'). In a 45-year-old female patient who had essure (batch no. A45111), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with nova sure and bilateral essure placement". The patient's medical history included: endometrial ablation on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2013. And right lower quadrant pain. Concurrent conditions included: abdominal pain, oophoritis and abdominal pain. Concomitant products included: ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia)/hypermenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("psychological or psychiatric problems, condition: anxiety and mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), (B)(6) days after insertion of essure. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (bilateral salpingectomy and laparoscopy unilateral salpingectomy left side, unilateral salpingectomy partial right side). Essure was removed on (B)(6) 2013. At the time of the report, the uterine perforation, device dislocation, device expulsion, salpingitis, depression and anxiety outcome was unknown. And the pelvic pain, menorrhagia and vaginal haemorrhage had resolved. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, pelvic pain, salpingitis, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, about hsg test: plaintiff did not underwent an essure confirmation test. Patient receive treatment for pain, psych injury problem, migration, perforating. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 26-aug-2020, quality safety evaluation of ptc (product technical complaint). We received a lot number in this case. A technical investigation was conducted. Including a batch review, and a review of complaint records and other non-conformances data. Should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('a small wire device within the right lower quadrant small bowel within the mesentery, probably dislodged from the fallopian tube without surrounding inflammatory reaction/misplaced essure device'), device expulsion ('migration of essure device location of device: uterus') and salpingitis ('chronic salpingitis') in a (B)(6)-year-old female patient who had essure (batch no. A45111) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation with nova sure and bilateral essure placement". The patient's medical history included endometrial ablation on (B)(6) 2013, uterine dilation and curettage on (B)(6) 2013 and right lower quadrant pain. Concurrent conditions included abdominal pain, oophoritis and abdominal pain. Concomitant products included ibuprofen since (B)(6) 2013. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain ("physical pain"), menorrhagia ("abnormal bleeding (vaginal, menorrhagia) /hypermenorrhea"), vaginal haemorrhage ("abnormal bleeding (vaginal, menorrhagia)"), depression ("depression") and anxiety ("psychological or psychiatric problems condition: anxiety and mental anguish"). On (B)(6) 2013, the patient experienced device expulsion (seriousness criteria medically significant and intervention required), 21 days after insertion of essure. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) and salpingitis (seriousness criteria medically significant and intervention required). The patient was treated with surgery (laparoscopy unilateral salpingectomy - left side, unilateral salpingectomy ¿ partial right side). Essure was removed on (B)(6) 2013. At the time of the report, the device dislocation, device expulsion, salpingitis, menorrhagia, vaginal haemorrhage, depression and anxiety outcome was unknown and the pelvic pain was resolving. The reporter considered anxiety, depression, device dislocation, device expulsion, menorrhagia, pelvic pain, salpingitis and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted about hsg test: plaintiff did not underwent an essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries reported in this case, the following one was reported via medical records: salpingitis, device dislocation. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs & mr received : new reporter's was added. Patient's demographics was added. Lot number was added. Date of removal was added. Added event migration of essure device location of device: uterus, abnormal bleeding (vaginal, menorrhagia), depression, anxiety / mental anguish, pelvic pain, endometrial ablation with nova sure and bilateral essure placement. Events extracted from mr ¿chronic salpingitis, a small wire device within the right lower quadrant small bowel within the mesentery, probably dislodged from the fallopian tube without surrounding inflammatory reaction¿. Updated outcome of pelvic pain from unknown to recovering. Event onset date added. Medical history, concomitant conditions, lab data were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.